Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/19/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: an opened box with twenty-six packets of product code j519 were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Date sent to the FDA: 07/15/2021. Additional information was requested, and the following was obtained: I am told there was 5 breakages during normal use through the morning. This would have entailed several total knee operations not just the one. They would have completed the case by opening more of the same suture code. There were 5 separate events, therefore 4 new pc¿s were opened ((B)(4).) The following information was requested, but unavailable: I don¿t have that information sorry. Was the procedure delayed due to the event? If yes please specify. Were there any patient consequences due to the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot number rcmbdz / j519w05, and no non-conformances related to the reported complaint condition were identified. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the procedure delayed due to the event? If yes, please specify. Were there any patient consequences due to the event? Events were submitted via 2210968-2021-06188, 2210968-2021-06189, 2210968-2021-06190 and 2210968-2021-06191

Event description:
It was reported that the patient underwent a total knee arthroplasty on 6/15/2021 and the suture was used for knee capsule closure. During surgery, the suture broke. Another like suture was used to complete the procedure successfully. Additional information has been requested.